Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported by the customer that during a cardioversion therapy procedure, the metal paddle plate of the device's apex paddle fell off. There were no adverse affects to the pt reported as a result of device use.